Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection around the implant side. Treatment with a dressing and oral and IV antibiotics (date not reported) was attempted; however, the issue could not be resolved. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).